Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-00157. It was reported that a rotawire fracture occurred. The target lesion was located in the severely calcified coronary artery. A rotalink burr and rotawire¿ were selected for use. During preparation and outside the patient, it was noted that the rotawire was detached when the rotation speed was set up. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.